Event description:
The barcode scanners on twelve (12) ortho summit sample handling systems (pipetter) reportedly misread sample bar code labels on specimen tubes received from blood center. No death or serious injury was associated with this incident.